Manufacturer narrative:
Functional testing of the device was performed remotely. The device report of the test indicates the asystole event was sent to the nurse assigned to the room, but the escalated events to the charge phone device reported "undeliverable - failed". A third notification was sent to the charge nurse, which also failed. It was determined the phones used, belong to ascom and the charge nurse phone was broken. There was no malfunction of the philips device. The device remains at the customer site.

Event description:
The customer reported red alarms are not flowing to the careevent device/system. The device was in use on a patient. A patient death was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.